Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the force bipolar instrument was broken, and fragments fell and were retrieved in the same procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the reporter did not know if the instrument was inspected prior to use and if any damage or anything out of the ordinary was observed. Grasping was being performed when the device fragment fell inside the patient. The instrument was 30 minutes in use prior to the issue. The surgeon did not notice any issue with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed during the procedure (prior to the breakage). Surgical staff did feel a resistance upon removal of the instrument through the cannula and after it broke. There was no damage to the cannula after the event occurred. All fragments were retrieved, and it was confirmed by optical view. No additional surgery was required to remove the fragment. There were no post-operative tests performed to check for remaining fragments. The procedure was completed robotically and there was no harm or injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have the main tube broken at the proximal end. A piece measuring approximately 0.137¿ x 0.180¿ was not returned with the instrument. An additional observations that was not reported by the site was that the instrument was found to have the distal pitch cables broken at the distal end. The cable segment that contains the crimp was still installed in the clevis. The instrument was found to have all grip cables and the conductor wire broken at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was transferred to engineering for further review and initial findings were partially confirmed. The main tube was confirmed to be broken, not at the proximal end but at the distal end, when compared against a known good instrument. The main tube damage was consistent with the proximal clevis getting dislodged. A closer look at the cut wires and cables at the distal end showed that the cut was a deliberate, clean one indicating that the user likely cut these to remove the instrument from the cannula after the proximal clevis got dislodged.